Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter read inaccurately high. The medical surveillance specialist (mss) sent follow up questions to lfs and received information included below. The patient provided the information that he tests his blood glucose 2 to 5 times per day based on how he feels and the food he is eating. He takes n insulin twice a day, 12 hours apart, and r insulin base on his blood glucose results. The specific times that he takes insulin were not provided. About one week before he called lfs, the patient said he obtained a reading "12 something" rather than 8.7 mmol/l in the evening before bedtime. The patient denied that he compared his meter reading to another meter reading. Due to the meter reading, he took additional r insulin, which he described as a couple units. He followed his regular sliding scale as assigned by his health care professional (hcp). At about 5 or 6 am, the patient was extremely weak, could hardly move, his vision was affected, and he was shaky. He treated himself by drinking juice and eating granola with yogurt. The patient clarified that the previously reported reading of 8.7 mmol/l had been a control solution reading he obtained with the reporter meter. The lfs customer service representative was unable to walk the patient through a control solution test because the patient did not have correct control solution. This complaint is reported because the patient claims he took additional insulin based on an inaccurately high reading on the lfs meter and afterward became shaky. The patient said he treated himself with juice and food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.